Manufacturer narrative:
(B)(4). Batch #: u94g93. Date of event is unknown. (B)(4). Investigation summary: the product was returned for evaluation. A tyvek wrapper was also returned along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with the jaws closed and the shaft damaged on the tip area. During visual inspection, the orange indicator was noted to be displayed. The instrument has an orange indicator that appears on the top of the handle as a reference for the user showing the number of clips remaining, if the device is empty, the indicator appears. The instrument is designed to lockout after all the clips have been fired. However, the lockout mechanism was nonfunctional. No functional testing could be performed due to the condition of the device returned. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found to be damaged, causing the failure of the lockout feature. Also, the device was confirmed empty and one jaw was noted to be damaged. The damage observed on the ratchet pawl from the complaint device is consistent with the damage on the ratchet pawl from the device that was fired through lockout. As the complaint device was returned empty with no clips remaining, it was concluded that after the device fired all clips, the firing of the device was continued, thus breaking through the lockout, which damaged the ratchet pawl component. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. The ratchet pawl damage indicates that the device had been fired trough lockout mechanism when the last clip was fired. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the applicator stopped working, making it necessary to open new material. There was no damage to the patient.